Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the allergy to metals, endometriosis and scar outcome was unknown. The reporter considered allergy to metals, endometriosis and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the allergy to metals, endometriosis and scar outcome was unknown. The reporter considered allergy to metals, endometriosis and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.